Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-1566, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Consumer was given the essure placement and was suppose to get ablation done on (B)(6) 2015. For the procedure she was told to take 3 ibuprofen every 4 hours the day before and the morning of the procedure (she did not report if she took the medication). The pain she started feeling and the next couple of days were unbelievable. Her periods felt like she had a knife turning in her uterus. After the procedure she has had nothing but pain on the left side, her period lasted 11 weeks after essure was placed, and she has having pains in vagina. She is now set up for abdominal hysterectomy on (B)(6) 2016. The product technical complaint investigation results which ptc number is: (B)(4) was received on 12-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical events and a quality defect is excluded. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and presented nothing but pain on the left side since the placement procedure. She is set up for abdominal hysterectomy. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the close temporal relationship, causality between this event and essure use cannot be excluded. Since an intervention will be required this case is regarded as incident other non-serious events were reported. A relationship between the reported medical event and a quality defect is excluded. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.